Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008k2 hemodialysis (hd) machine was producing a constant flow error in dialysis mode, but no flow error was occurring in rinse mode. During a machine inspection the biomed discovered that valve 25 and valve 33 on the balancing chamber were corroded. The biomed also identified thermal damage on valve 32. A photo of valve 32 was provided by the biomed, and in the photo, there was visible evidence of melting. The biomed confirmed the part had melted, and also stated that a mild burning smell was noted. To resolve the reported issue, the biomed replaced valve 25, valve 32, valve 33, the actuator board, and the chamber full switch (cfs). It was confirmed that the machine was put back in service. Per the biomed, there were no signs of any smoke, arcing, sparks, or flames. The machine had approximately 7,344 hours on it at the time of repair, however, the biomed stated that the machine most likely has closer to 22,000 hours on it. The biomed reported that the machine clock had been replaced at some point (reason not provided). The replaced parts were not available to be returned for evaluation as they have been returned to h&s technologies. The biomed stated they buy refurbished parts from h&s because it is cheaper than buying directly from fresenius. No sample is available for manufacturer evaluation. The biomed also confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008k2 hemodialysis (hd) machine was producing a constant flow error in dialysis mode, but no flow error was occurring in rinse mode. During a machine inspection the biomed discovered that valve 25 and valve 33 on the balancing chamber were corroded. The biomed also identified thermal damage on valve 32. A photo of valve 32 was provided by the biomed, and in the photo, there was visible evidence of melting. The biomed confirmed the part had melted, and also stated that a mild burning smell was noted. To resolve the reported issue, the biomed replaced valve 25, valve 32, valve 33, the actuator board, and the chamber full switch (cfs). It was confirmed that the machine was put back in service. Per the biomed, there were no signs of any smoke, arcing, sparks, or flames. The machine had approximately 7,344 hours on it at the time of repair, however, the biomed stated that the machine most likely has closer to 22,000 hours on it. The biomed reported that the machine clock had been replaced at some point (reason not provided). The replaced parts were not available to be returned for evaluation as they have been returned to h&s technologies. The biomed stated they buy refurbished parts from h&s because it is cheaper than buying directly from fresenius. No sample is available for manufacturer evaluation. The biomed also confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: upon further review by the manufacturing plant, the reported complaint has been confirmed. Although no parts were available for physical evaluation, based on the photograph that was provided of valve 32, the reported issue of thermal damage was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008k2 hemodialysis (hd) machine was producing a constant flow error in dialysis mode, but no flow error was occurring in rinse mode. During a machine inspection the biomed discovered that valve 25 and valve 33 on the balancing chamber were corroded. The biomed also identified thermal damage on valve 32. A photo of valve 32 was provided by the biomed, and in the photo, there was visible evidence of melting. The biomed confirmed the part had melted, and also stated that a mild burning smell was noted. To resolve the reported issue, the biomed replaced valve 25, valve 32, valve 33, the actuator board, and the chamber full switch (cfs). It was confirmed that the machine was put back in service. Per the biomed, there were no signs of any smoke, arcing, sparks, or flames. The machine had approximately 7,344 hours on it at the time of repair, however, the biomed stated that the machine most likely has closer to 22,000 hours on it. The biomed reported that the machine clock had been replaced at some point (reason not provided). The clock was not reported to have been replaced by fresenius. The replaced parts were not available to be returned for evaluation as they have been returned to h&s technologies. The biomed stated they buy refurbished parts from h&s because it is cheaper than buying directly from fresenius. No sample is available for manufacturer evaluation. The biomed also confirmed there was no patient involvement associated with the reported event. More details were provided by the biomed through additional follow-up. The biomed confirmed that all of the valves would have been purchased from h&s, as well as the actuator board. However, the biomed was less certain about the chamber full switch. Per the biomed, any parts that were included in the h&s returned goods authorization (rga) have been sent back to h&s. No parts are available to be returned to fresenius. The biomed could not provide a specific date for when the hour meter/clock was replaced. The biomed stated that authorization is not needed for a clock removal/replacement. The clock was reportedly replaced because it went blank. Per the biomed, the clock is digital and would have been purchased from fresenius as it is not an item that h&s carries. No further details were provided.